Manufacturer narrative:
G4: 24jun2020. B4: 08jul2020. The field service engineer (fse) confirmed the "battery failed alarmed" and it was less than five years old. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 08 jun 2020.

Event description:
The customer identified that internal battery is not working. There was no patient or user harm reported. The field service engineer (fse) confirmed the reported failure. The (fse) troubleshot the device by testing the battery voltage using the service manual. The (fse) reported the unit being repaired and it has returned to service.